Event description:
Stent came off balloon while putting on the wire. The delivery catheter entered the hemostasis valve and the stent was found to be loose and physician decided not to use the device.

Manufacturer narrative:
No sample has been returned therefore an evaluation of the dimensions of the crimped stents could not be performed. As the stent delivery system was not returned, the stent could not be inspected for appropriate crimping impressions (the crimped stents leaves impressions of the stent frame on the surface of the balloon - the impressions indicate if the balloon was properly crimped). The introducer sheath used in the case was also not returned; therefore sheath used in the case was also not returned; therefore the introducer sheath could not be inspected for damage or kinking. A full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the sent and deliver system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure ((B)(4)). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand (B)(4) inflate/deflate cycles at the rated burst pressure ((B)(4)) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label ((B)(4)).